Event description:
It was reported to tyco health care/kendall on 03/21/08 that a customer had a problem with a dialysis catheter. The customer reported that the pt had the catheter in for 3 months and then during dialysis treatment one day the catheter migrated out of the tunnel. A new catheter was placed.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.